Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l3-4 <(>&<)> l4-5 laminectomy, l3-4 interbody fusion with interbody cages and morphogenic bone protein, posterolateral arthrodesis with morcellized allograft and morphogenic bone protein, posterolateral segmental instrumentation with pedicle screws at l3, l4, and l5 on (B)(6) 2009. No further details were provided. Reportedly, the patient sustained unspecified injuries.